Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred. Reportedly, the customer had followed the prompts when loading the cartridge. Additionally, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level ranged between 300 mg/dl and 323 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.